Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Additional information: visual inspection confirms the distal male hexalobe tip has sheared off. The driver has a cannulated shaft with a hexalobe tip on the distal end and is used for inserting screws into the pedicle. The failure did not occur directly at the junction between the hex and the shaft, so it is likely that the driver was not seated all of the way into the female hex, leading to concentrated loads on the tip. Review of device history records showed there were no manufacturing or processing-related irregularities. They were found to be properly manufactured and released in accordance with design specifications. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip broke off of the driver. The tip was retrieved from the patient. There was no report of patient symptoms or complications reported as a result.